Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the charger/modem was resetting and unable to recognize a battery pack. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. Additionally, contamination was discovered on the battery pca. The battery pca contamination caused the inability to recognize a battery pack. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger/modem was unable to fully power on.